Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to charge their device, the device would charge approximately half way through and then the device would power itself off. There was no adverse effect to the animal that the device was used on.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to charge their device, the device would charge approximately half way through and then the device would power itself off. There was no adverse effect to the animal that the device was used on.